Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) and rapid ventricular response (rvr). Technical services (ts) recommended programming changes. This device remains in service. No additional adverse patient effects were reported.